Event description:
Event description boston scientific crm received information that the patient with this device reported feeling dizzy and similar to how she felt prior to her device implant. The patient reported that she was followed a month ago and she was told there was 5-6 years remaining. Additional information was received that this device was explanted for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
A technical service consultant recommended the patient should seek medical attention and get to the emergency room. No additional information is available at this time. This event will be reopened if additional information becomes available or if the product is returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.